Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections d4, h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to a faulty main board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, it was observed that when turned on, the device makes a sound and the front panel turns black. This is attributed to a faulty printed circuit board that needs replacing. In addition, the rear panel has corrosion. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, during a functional check prior to a procedure, when the device was turned on an acoustic message appeared. The front panel turned off. There is no patient involvement and no harm reported to any patient. There was no impact on the intended procedure.